Event description:
The nurse educator reports the pt was admitted to the hospital intensive care unit with a subarachnoid hemorrhage on (B)(6) 2014, the flexi-seal signal fms was placed on (B)(6) 2014, the flexi-seal signal fms was placed on (B)(6) 2014 and the fms was removed on (B)(6) 2014. The nurse further reports the pt had 'fecal material' in the vagina at the time the fms was removed and that fecal material in the pt's vagina was not noted prior to the placement of the fms. Finally, the nurse reports the pt may have developed rectal-vaginal fistula.

Manufacturer narrative:
Based on the available info this event is deemed to be a death. The date of the pt's death was not provided. No further info was available at the time of the report. Additional pt and event details has been requested. Should additional info become available, a follow-up report will be submitted.